Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit could not be charged. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e2 , e3 ,g1, g6, h2, h3, h6 ( type of investigation, investigation findings , investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and determined that the battery had a problem and required replacement. The fse stated the customer stated that the power cord was not properly plugged in. The issue has been resolved. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.